Manufacturer narrative:
Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the blood pressure was not measured and flushing was performed. The balloon was removed and replaced to continue therapy. There was no reported injury to the patient.

Event description:
It was reported during intra-aortic balloon(iab) therapy, the blood pressure was not measured and flushing was performed. The balloon was removed and replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The pressure tubing was also returned. A catheter tubing kink was observed near the y-fitting at approximately 71.1cm the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed and no leaks were detected. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen. Insertion was successful; no obstructions were felt. A kink can cause difficulty in monitoring pressure. However, the evaluation was unable to confirm the reported problem. We were unable to duplicate the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the blood pressure was not measured and flushing was performed. The balloon was removed and replaced to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
Correction supplemental number 2248146-2020-00265 to include serial number: (B)(6). Reference complaint # (B)(4).